Manufacturer narrative:
No service was requested. The ventilator was repaired by the user facility who reportedly replaced the o2 cell. The ventilator then worked according to specification. The replaced part was not returned. No ventilator logs were provided. The o2 cell is only used for measuring. Will not affect ventilation. Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the generated alarms has not been determined but was most likely a measuring fault in the o2 cell.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).